Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and error (e433) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the error (e433) is likely due to a faulty generator board (more specifically a destroyed transformer tr1). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to d9 and h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic transurethral resection of the prostate (turp), the electrosurgical generator displayed error code 433. The device was used throughout the morning without giving any anomalies. There was a 45-minute delay while the room staff attempted to restore the issue. The procedure was completed with a similar device. There was no reported patient harm.